Manufacturer narrative:
Correction: h6 (annex g). Summary of event: as reported, during an angioplasty procedure, a flexor ansel guiding sheath separated. Latex gloves were worn during the procedure. The anatomy was reportedly very tortuous and calcified. Upon removal of the device, one centimeter of the sheath tip separated and remained in the patient. A second doctor arrived to assist, and the separated fragment was then removed with another manufacturer¿s snare/lasso. The procedure was prolonged. A section of the device did not remain inside the patient¿s body. Additional information was received on 11oct2024 stating the dilator was reinserted before the sheath was removed; however, the user "did not progress until the end of the intro". Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A dimensional verification and visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was separated at both the hub and on the shaft, with the point of shaft separation measuring approximately 39.5-centimeters from the sheath flare. The inner coils were exposed and elongated, and bunching of the sheath was noted. There was no shaft material remaining in the separated hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or subassembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is encountered during sheath advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and evaluation of the complaint device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that patient's very tortuous and calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d9, h3, h6 (annex a) = upon return and initial evaluation of the device, the hub was also separated from the sheath. H3: device evaluated by mfg = other (81), device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 11oct2024 stating the dilator was reinserted before the sheath was removed; however, the user "did not progress until the end of the intro".

Manufacturer narrative:
E1: customer name and address: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty procedure, a flexor ansel guiding sheath separated. Latex gloves were worn during the procedure. The anatomy was reportedly very tortuous and calcified. Upon removal of the device, one centimeter of the sheath tip separated and remained in the patient. A second doctor arrived to assist, and the separated fragment was then removed with another manufacturer¿s snare/lasso. The procedure was prolonged. A section of the device did not remain inside the patient¿s body.